Manufacturer narrative:
This follow-up MDR is created to document the corrected coloplast aware date in g4, and the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. A titan otr pump, two cylinders and reservoir were received for evaluation. The inlet tube and connector were detached to allow testing. Examination and testing of the returned components revealed a separation surrounded by abrasion in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on both exhaust tubes and inlet tube of the pump, along with the detached inlet tube with connector. Testing revealed these to not be sites of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. Two separations were noted on the bladder of cylinder 1. Testing revealed both separations to be sites of leakage. Microscopic examination of the larger separation revealed the surfaces to be smooth, indicating contact with sharp instrumentation. Microscopic examination of the smaller separation revealed the surfaces to have uniform striation, indicating contact with sharp instrumentation. Surface abrasion was noted on the reservoir inlet tubing and the exhaust tubing for both cylinders. No functional abnormalities were noted with cylinder 2, reservoir or detached inlet tubing and connector. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a break in the tubing by the pump. The device was explanted and replaced.